Event description:
A 28mm asd device was implanted in a pt. Twenty-two hours post procedure, the pt experienced sudden tamponade with collapse. Immediate pericardiocentesis was performed and the pt was transferred to the operating room for a sternotomy. Erosion of the ascending aorta was found during the surgical procedure to remove the device and repair the defect. The pt was reported to be doing well.